Manufacturer narrative:
Article citation: manabe, k., takahashi, h., uchida, y., suzuki, k., kamei, n., endo, m., fukatsu, m., sano, t., hayashi, k., takano, m., koyama, d., kimura, s., sekine, r., meguro, h., kobayashi, y., hashimoto, y., & ikezoe, t. (2025). [Rinsho ketsueki] the japanese journal of clinical hematology, 66(4), 244¿249. Clarification to d6a implant date: partial date 2004. Clarification to d6b explant date: partial date 2024. Continued e.1. Facility name: (B)(6). The events of "lymphoma-alcl", "seroma-late", "lymphadenoapthy", and "lump/nodule" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: bia-alcl; "fluid accumulation" around the right breast; "lymphadenopathy"; "hepatic lesions".

Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma that developed 20 years after breast reconstruction and was successfully treated with chemotherapy", healthcare professional reported a patient with a history of breast cancer was diagnosed with "bronchial asthma and raynaud's phenomenon" and "experienced abdominal distension". The patient underwent endoscopy and ultrasound-guided puncture and was diagnosed with "reactive plasma cell hyperplasia". The patient later developed "fever and arthralgia". Pet-CT scans were performed, which revealed "lymphadenopathy in the pancreatic head and around the abdominal aorta". A biopsy of "intraperitoneal lymph node lesions" suggested "idiopathic multicentric castleman disease (imcd)". Eight doses of "corticosteroids and tocilizumab" were administered as treatment. A pet-CT scan performed after treatment revealed "newly developed intrahepatic mass lesions". A biopsy found "immunophenotype cd30", "negative alk protein", and a "pathological diagnosis of alcl was confirmed". "Fluid accumulation" was observed around the right breast and "the aspirate revealed a similar pathological diagnosis". Patient was treated with six courses of chemotherapy ("bv-chp therapy") before device explant. A pet-CT scan performed at the end of the third course "confirmed a metabolic complete response", and the patient was in "complete remission" after the six courses. Device was subsequently explanted and "there has been no recurrence". This record is for right side. The following events have been determined to be not device-related: "reactive plasma cell hyperplasia", "bronchial asthma", "raynaud's phenomenon", and "fever and arthralgia". Device return status unknown. Manufacturer of the device is unknown.